Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit was unable to prime during the prime and system sensor test and motor error alarm during the basic occlusion test due to protruded and loose drive support disk. Motor passed motor test. No system sensor alarm. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and that insulin squirts out of the pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 211 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.